Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08065. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device & delivery system (wds) along with a watchman access system (was) were used. The closure device was deployed in the laa and then partially recaptured for an unspecified reason. The closure device was deployed again; however, this time the device was tilted and too proximal. While attempting to fully recapture the watchman laa closure device they were unable to be pull the entire device back into the was. The device was removed and the procedure was completed with a different size. No patient complications were reported and the patient's status is fine.